Event description:
Patient reported right side pain, fever and ¿silicone was detected in lymph nodes¿. Healthcare professional later reported rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain-breast: unable to observe since it is not related to the device. Fever-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: inflammation/irritation: unable to observe since it is not related to the device. Pain-breast: unable to observe since it is not related to the device. Fever-breast: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side pain, fever and ¿silicone was detected in lymph nodes¿. Healthcare professional later reported rupture. Patient additionally reported inflammation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿silicone was detected in lymph nodes¿, rupture.

Event description:
Patient reported, right side pain, fever. And ¿silicone was detected in lymph nodes¿. Healthcare professional, later reported, rupture. Device has been explanted and replaced.